Event description:
It was observed that the dacapo battery housing was broken. No patient injury has been reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.